Manufacturer narrative:
Qn#(B)(4). Associated MDR#s: 3006425876-2023-00214; 3006425876-2023-00213.

Event description:
The complaint is reported as: during the insertion of the central catheter, the guide broke during removal or it remained stuck and impossible to remove. The patient could not have the catheter inserted and there was a delay in the treatment. It was reported the issue occurred with 3 devices on the same patient. No medical intervention was required and there was no consequence for the patient. The patient's condition is reported to be "stable".

Event description:
The complaint is reported as: during the insertion of the central catheter, the guide broke during removal or it remained stuck and impossible to remove. The patient could not have the catheter inserted and there was a delay in the treatment. It was reported the issue occurred with 3 devices on the same patient. No medical intervention was required and there was no consequence for the patient. The patient's condition is reported to be "stable".

Manufacturer narrative:
(B)(4). Associated MDR#s: 3006425876-2023-00214; 3006425876-2023-00212; 3006425876-2023-00213. The customer provided one photo for analysis. The customer report of a kinked guide wire could be confirmed by the photo. However, full visual inspection could not be performed without the complete sample returned for analysis. The customer returned the product lidstock for evaluation. Neither the guide wire nor the catheter were returned for analysis. Visual inspection could not be performed as only the product lidstock was returned for analysis. A device history record review was performed with no relevant findings. The customer report of guide wire damage was confirmed based on the customer provided photo. The image shows a used guide wire kinked in several locations. However, only the product lidstock was returned for analysis. A device history record review was performed with no relevant findings. Based on these circumstances, and without the complete sample returned for analysis, the root cause for this complaint could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.